Event description:
It was reported that the pt was hospitalized on (B)(6), 2011, for "mental status changes." The pt was discharged on (B)(6), 2011. Following the discharge, the pt's mother found the pt is respiratory distress and then the pt had cardiac arrest. The patient had another medical issue, a brain shunt. The drug in the pump at the time of the event was baclofen. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).